Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that dislodgement was suspected on the right atrial lead. The patient presented for follow-up in clinic the following day. Upon interrogation, high impedance, failure to capture and p-wave amplitude variation were observed on the right atrial lead. A chest x-ray confirmed the right atrial lead dislodgement. On (B)(6) 2017 the lead was explanted and replaced successfully. The patient¿s condition during and post procedure was stable.